Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that the during patient use a leaking cannula was identified in the cleo infusion set; however, no blockage alarm was triggered, resulting in elevated blood glucose levels. The patient addressed the issue by changing the infusion site. The leakage presents a potential risk of drug exposure. No additional adverse consequences were reported. There were a patient involvement and no harm reported.